Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2012 and meshes were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted, due to sui and pop. It was reported that on (B)(6) 2012 the patient underwent skin closure over approx 8cm area to cover protruding small bowel; due to failure of mesh, severe wound infection, and inferior fascial dehiscence, protrusion of small bowel, fungemia and severe pain. It was reported that on (B)(6) 2012 the patient underwent small bowel resection with primary anastomosis, removal of mesh prosthetic, appendectomy, exploratory laparotomy and lysis of adhesions, due to failure of synthetic mesh, mesh erosion and extrusion. It was reported that on (B)(6) 2013 the patient underwent incisional hernia repair with mesh due to incisional ventral hernia s/p resection of bowel and removal of mesh on in (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.